Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient experienced issues with high blood glucose (bg) and that the patient's blood glucose (bg) value was reported to be 347mg/dl with moderate ketones. There were no site/set or cartridge issues noted. Customer support (cs) reviewed the pump with the patient. There were no issues noted with the programming/settings on the pump. A review of the pump history revealed that all boluses delivered appropriately. There was reportedly one "empty cartridge" alarm noted. It was unknown what the contributing factors were to the patient's high bgs. Cs advised the patient to contact the heath care provider (hcp) for assistance regarding the high bgs. There was no indication of a pump malfunction during troubleshooting. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 8/3/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: unable to confirm/duplicate complaint of inaccurate delivery. Due to continued use, pump information from date of pi ((B)(6) 2013) has been overwritten. A review of recent pump basal and tdd history shows the basal delivery to be accurate based on the user's programmed settings. The pump was exercised for 24 hours at 2.0u p/h; pump history shows the correct amount of insulin (48u) delivered. Accuracy flow test was completed with no delivery defects found. Unable to review alarm/bb history for alarms related to the complaint; data has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.